Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheters are being placed into pt's internal jugulars by a few "newer" physicians in the emergency department. They are experiencing issues with the spring wire guides becoming kinked during insertion. No further info is available.